Manufacturer narrative:
Patient medications include nitroglycerine, bustirone, and norvasc. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, and a short proximal aortic neck.

Event description:
On (B)(6) 2014, the patient was implanted with a gore® excluder® endoprosthesis to treat a ruptured abdominal aortic aneurysm. On (B)(6) 2015, computed tomography scan reportedly revealed a proximal type I endoleak. It is unknown if aneurysmal enlargement was present. According to the physician, the patient had an angled infrarenal neck (degree of angulation unknown). The physician also indicated that the proximal end of the graft was implanted at the distal origin of an accessory renal artery, which led to a shorter infrarenal neck length (approximately 13.6 mm). On (B)(6) 2015, the physician implanted a gore® excluder® aortic extender component to treat the type I endoleak. The endoleak was resolved, and the patient tolerated the procedure.